Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed full depletion of the patient¿s 14v batteries and backup battery, resulting in a pump stoppage for an undetermined amount of time. The controller event log file contained approximately 12 hours of data on (B)(6) 2019. The log file captured a low power advisory alarm at 2:57:42 pm when the patient¿s batteries ran below the low voltage advisory threshold. Approximately 2.5 hours later at 5:37:32 pm, a low power hazard alarm triggered when the patient¿s batteries depleted below the low voltage hazard threshold. Approximately 1 hour later at 6:37:53 pm, a no external power alarm was recorded when the patient¿s batteries were fully depleted. The backup battery began powering the system and the pump remained above the low speed limit until 8:47:43 pm when the pump stopped due to the depletion of the backup battery. Approximately 30 seconds of additional data were captured until the next line of data in the log file was recorded as the default timestamp of (B)(6) 2000 at 12:00:00 am when the patient was reconnected to a fully charged battery, indicating that there was a total loss of power to the system. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. The pump regained speed after being reconnected to power and remained on for approximately 1 hour and 11 minutes until the controller and driveline were disconnected and the system was turned off. The account reported that the patient was found unresponsive. The patient was admitted to the local hospital, however, was unable to be resuscitated. Multiple attempts for additional information, including serial number and product return status, were issued to the customer; however, no further information was provided. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive. Emergency medical services was activated and the patient was taken to local hospital. The patient was unable to be resuscitated. Log file analysis observed the pump stop on (B)(6) 2019 at 20:47:43. The pump stop occurred because the external batteries and the external backup batteries were allowed to drain. The controller¿s clock reset to the default time stamp of (B)(6) 2000 0:00 due to the system losing all power. Once adequate power was restored the pump returned to operating at the set speed of 5200 rpm for the next hour and 11 minutes. After this point external power was removed and the pump stopped. No further information was provided.